Manufacturer narrative:
The events of lymphoma alcl and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record (DHR) provides: "review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. According to the information gathered during the DHR review, there is enough evidence to support that devices from (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. "

Event description:
Healthcare professional reported ¿patient presented with seroma of left breast causing discomfort¿ and ¿seroma large enough to cause patient concern and discomfort", and "alcl dx in seroma fluid." Treatment specified as ¿surgical intervention only.¿ the device was explanted and a capsulectomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported patient noticed increasing pain down arms and underarms, fluid around the implant, and alleges patient ¿suffered debilitating side effects [¿] including pain, fatigue, swelling, soreness, [¿], and physical deformity¿, ¿suffered profound injuries which are permanent and continuing in nature¿, ¿mental and physical pain and suffering, disability and loss of enjoyment of life¿, and ¿severe physical injuries, severe emotional distress, mental anguish¿.